Event description:
The facility representative reported to baxter (B)(4) technical services one flo-gard infusion pump in which, all the time it indicates occlusion. The reported condition occurred during power up. There was no patient involvement, injury or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter's investigation, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that indicates occlusion all the time was confirmed during product evaluation. The root cause of the reported condition was undetermined. The pump was returned unrepaired.